Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 5. The patient's ultrafiltration (uf) reading was 1271 ml, indicating the home patient (hp) drained 1271 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was 3271 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The probable cause for the iipv was determined to be caused by insufficient drain, false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The device was determined to meet specifications for the iipv found in the logs only. There were no problems found during an internal inspection of the device that would contribute to the iipv. The device meets specification relative to iipv found in the logs.